Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable was replaced and the power supply was adjusted durign the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system was displaying communication failure error and locked up. There was no patient injury or death reported.